Event description:
Description of event according to complaint. A strut was fractured from the filter that was in for 3 years. They removed the filter leaving the strut engaged in the ivc wall. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Lot# unknown as information was not provided. Catalog#: unknown but referred to cook celect filter. Expiration date: unknown as lot# is unknown. Implant date unknown as information was not provided. Explant date unknown as information was not provided. Since catalog is unknown the 510(k) could be either k061815, k073374, k090140, k112119, k121057 or k121629. Device manufacture date unknown as lot# is unknown. Investigation is still in progress.